Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 1.0 and 36.0 cm from the proximal end. The coil was intact with the pusher assembly, and compressed distally away from the pusher assembly. The distal tip of the embolization coil was compressed and damaged. The ruby coil could be advanced out of the introducer sheath, but not completely withdrawn back in. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil was compressed distally away from the pusher assembly, and the distal tip of the embolization coil was damaged. If the ruby coil is forcefully advanced against resistance the distal tip of the embolization coil may become damaged. This resistance may have been caused due to an overtightened rotating hemostasis valve or an otherwise pinched introducer sheath. The observed damaged tip of the embolization coil likely caused difficulty advancing the coil through the non-penumbra microcatheter. Penumbra ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter and the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.